Manufacturer narrative:
(B)(4). Device evaluation: no cartridge was returned, a retained sample was evaluated by product analysis on (B)(4) 2011 with the following findings: the cartridge passed visual inspection; no damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge; the cartridge cycled correctly with no bubbles. A leak test was performed with no failures being observed; no leaks or air bubbles were observed from the luer connection, o-rings, or anywhere else in the cartridge.

Event description:
The patient reported that she has experienced issues with air bubbles in the cartridges for several months. She stated that the issue is not with any particular lot number of cartridges, but has occurred with cartridges from multiple different boxes. The patient stated that she believes the issue is with the design of the cartridge and is not a technique issue or a malfunction of any particular lot. The patient confirmed that there was no structural damage noted to any of the cartridges and that there have not been any air bubbles in the tubing.

Manufacturer narrative:
(B)(4): a visual inspection of the cartridge was performed. No damage or defects were noted. A leak test, fill test, and force test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.